Manufacturer narrative:
Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the pump was exposed to moisture. The alarm was cleared and insulin delivery was resumed. Customer's blood glucose ranged from 162-163 mg/dl.